Event description:
It was reported that balloon rupture occurred. The target lesion was located in the subclavian vein. A 14-4/5.8/75 xxl vascular balloon catheter was inserted through an 8fr sheath over a non-bsc wire to the subclavian vein. However, during inflation at 2 atmospheres, the balloon ruptured. The procedure was completed with a non-bsc device. No patient complications were reported.